Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-15. H6: investigation summary customer returned a single used 4mm, 32 gauge nano pro pen needle. The pen needles were visually inspected prior to testing and was found to have had its cannula broken off on the non-patient side. This damage would prevent testing for a clog since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needle breaking may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. This would have interfered with regular use. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, bd found that the pen needle had been broken on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the cannula. The root cause of the needle cannula breaking appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula. H3 other text : see h10.

Event description:
It was reported that 2 bd nano¿ pro pen ultra-fine¿ needles with missing/broken npe were unable to prime. The following information was provided by the initial reporter : the consumer stated that the needle was completely missing from the non patient end prior to injection and although normally primes before use does not re-use. The consumer further stated that the defective needle caused no injection of any insulin resulting in having trouble with higher and fluctuating up and down bg, changes noticed for a few days while using the new box of pen needles. Samples : available.

Manufacturer narrative:
Initial reporter zip code : (B)(6).a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd nano¿ pro pen ultra-fine¿ needles with missing/broken npe were unable to prime. The following information was provided by the initial reporter : the consumer stated that the needle was completely missing from the non patient end prior to injection and although normally primes before use does not re-use. The consumer further stated that the defective needle caused no injection of any insulin resulting in having trouble with higher and fluctuating up and down bg, changes noticed for a few days while using the new box of pen needles. Samples : available.

Manufacturer narrative:
Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd nano¿ pro pen ultra-fine¿ needles with missing/broken npe were unable to prime. The following information was provided by the initial reporter : the consumer stated that the needle was completely missing from the non patient end prior to injection and although normally primes before use does not re-use. The consumer further stated that the defective needle caused no injection of any insulin resulting in having trouble with higher and fluctuating up and down bg, changes noticed for a few days while using the new box of pen needles. Samples : available.